Event description:
Customer called to report that she had a motor error. Customer stated that she was able to rewind but not able to prime the insulin pump at all without receiving the motor error. Customer performed the displacement test which failed. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.